Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient first started experiencing the discomfort on (B)(6) 2017. The machine was turned off and it was noted that the wires would be replaced on (B)(6) 2017. The cause was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bqvs, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient's lead wire appeared to be superficial on the skin and it may have been causing them discomfort. They were working through programs to optimize efficacy. No further complications were reported/anticipated. Additional information from the rep reported that the patient first noted feeling the discomfort in the hcp office. There was a very thin placement and superficial placement. Reprogramming helped the symptoms, but the provide is considering a lead revision. No further complications were reported/anticipated.

Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# va1bqvs, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the lead had come out of the sacral nerve and they could tell it wasn't working so it was replaced. The patient could feel something right up at their tailbone and their hcp could tell right away that something was wrong and that it "wasn't implanted". A rep tested it and confirmed this. The lead was replaced on (B)(6) 2017.